Event description:
The customer reported that the battery in the device failed. There was no impact to the patient.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.